Event description:
Event date: (B)(6) 2024: the patient had a tricuspid valve replacement and after surgery, there was a drop in all impedance an rv(right ventricular) pacing and rv defibrillator. During valve surgery, the rv defibrillator lead was removed and replaced. The patient had an alert for rvt-rvc < 200 ohms. Rv (right ventricular) pacing impedance alert functionality was discussed and considerations for a patient who has chronic rvt-rvc < 200 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).